Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the upper leg which is an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, the patient the patient's mother noticed that patient had a skin reaction with rash, redness and infection that extended beyond the patch perimeter. On 02/10/2026, the mother brought the patient to urgent care, and they were informed that there was an infection. The infection location was within the patch area, and the symptom started at the adhesive site. No laboratory tests were done. The patient was prescribed sulfamethoxazole, an oral prescription, with dosage of 500mg, and duration for 7 days. At the time of the call, the patient was doing fine and was on day 7 of medication. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.